Event description:
Customer stated that they were attempting to do a set change and receive a motor error alarm while rewinding the insulin pump. Customer stated that they do not use the sensor feature on the insulin pump and that they were unable to complete the rewind sequence. Customer's blood glucose readings in the morning were 300 mg/dl. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info wil follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion and it alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Also found corroded motor home switch on the motor assembly. No cosmetic damage was noted.